Event description:
The pt developed an infection: according to the surgeon's opinion due to the radiations that weakened her immune system. She developed an infection also when she underwent the first tha on the other leg, with no medacta implants. The femur broke during revision surgery due to the very soft bone of the pt. The back part of trochanter is broken. It was not possible to remove the cement.

Manufacturer narrative:
Document review: quadra c femoral stem size 2 cemented: (B)(4) / lot 083336 (40 stems produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Twenty stems belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc liner 0 28/c: (B)(4) / lot 122073 (70 liners produced): all parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization cycles. Thirty two liners belonging to this lot have been already implanted and no similar incidents have been reported up to now. Versafitcup cc light cup (not marketed in the USA): (B)(4) / lot 113291 (60 cups produced): all parameters were found to be in accordance with the specs valid at the time of manufacturing, including washing and sterilization cycles. Thirty five cups belonging to this lot have been already implanted and no similar incidents have been reported up to now. On the basis of the data collected, a device involvement in the infection is highly unlikely.